Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation CPAP pro device had passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was reported as being returned to the dme two years ago, however the device was never received by the manufacturer. The manufacturer received additional information from the patient's daughter regarding the el settlement payment in reference to the to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. She expressed, "my dad should not have passed if he received his new machine on time. We tried for months." The daughter shared that her father had been using the CPAP device for approximately 4 or 5 years before his death. She explained that her father regularly cleaned his device according to the instructions, using the recommended cleaning solutions and water. While she was unsure if he used a soclean or a similar device, she noted that he always kept up with the latest equipment, so it is possible he did. The daughter further mentioned that her father never appeared well-rested, often requiring oxygen at 3 or 4 liters and used the CPAP machine at night. She recalled that he had used the CPAP the night before his passing but was struggling to get it to work properly. Upon waking, his oxygen levels were in the 70s, and he had experienced difficulties with the CPAP device over the past few nights. She stated that her father always seemed tired and groggy, and although he intended to contact philips about his device, she believes he never managed to do so before he fell ill and passed away. The daughter described a particularly difficult night before his passing, when her father had trouble using the machine, could not sleep with it, and found it malfunctioning. She also reported that he relied on oxygen, the CPAP machine, and a nebulizer. The daughter stated her father passed away from copd and "all that stuff" restrictive airways, chronic copd, the whole reason he was on the nebulizer and oxygen. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box a age and sex in this report. The manufacturer has updated box b date of death and other relevant history in this report. The manufacturer has updated product problem or adverse event to both. The previously submitted report was filed as an adverse event only. The manufacturer has updated box e initial reporter in this report. The manufacturer has updated box h in this report.

Event description:
The manufacturer received information that a patient with a dreamstation CPAP pro device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was reported as being returned to the dme two years ago, however the device was never received by the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.